Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction data: the device was returned for evaluation. And the customer's allegation was confirmed. The device evaluation also found water tightness is lost, due to damage on the cable unit. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The issue occurred, after the end (closure) of an unspecified procedure. The intended procedure was completed successfully using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported, the camera head had no image. The issue occurred after the end (closure) of an unspecified procedure. The intended procedure was completed successfully using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.